Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. There is no info to suggest that the patient sustained a serious injury. The patient remains in the lifevest, per physician's order. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Monitor (B)(4): reuse. Electrode belt (B)(4): 05/2014 - initial use. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
A us distributor contacted zoll to report that a patient experienced eight inappropriate defibrillation treatments over 18 hour period. Sinus tachycardia at 125 bpm with motion artifact contributed to the first false detection at 23:44:20 on (B)(6) 2014. Sinus tachycardia at 93 bpm with motion artifact contributed to the second false detection at 00:42:02 on (B)(6) 2014. Sinus tachycardia at 114 pbm with motion artifact contributed to the third false detection at 08:38:41 on (B)(6) 2014. Sinus tachycardia at 105bpm contributed to the fourth false detection at 08:39:09 on (B)(6) 2014. Sinus tachycardia at 107bpm contributed to the fifth false detection at 08:39:40 on (B)(6) 2014. Sinus tachycardia at 147 bpm contributed to the seventh false detection at 17:05:33 on (B)(6) 2014. Sinus tachycardia at 155 bpm contributed to the eighth false detection at 17:06:33 on (B)(6) 2014. The patient resides in a skilled nursing facility. The initial treatment occurred while the patient was bathing. The other treatments occurred while the patient was reportedly agitated. No bystander presence is reported. A review of the patient's downloaded data shows that the response buttons were pressed after the final treatment. The patient is to remain in the lifevest, per physician's orders.